Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the heartstart mrx was freezing during the charge button test. There is no indicaiton of patient involvement.